Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the data base was not synchronizing, and patients were not showing. The technical support specialist (tss) connected to station and checked the database size, which exceeded 10gb. The tss reviewed the data sync logs and found no errors and device was uploading to the server successfully. The tss verified the maintenance log showed no purge errors, checked the health site viewer and found no notices for the device. The tss performed a full synchronization and verified with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the data base was not synchronizing, and patients were not showing. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the data base was not synchronizing, and patients were not showing. However, there were no delay, no adverse events or injuries reported based on this event.